Event description:
Initial (B)(6) 2025): this reportable incident was received via email by a female consumer. The consumer was preparing the compound w nitrofreeze for initial use for a plantar wart and when pushing down to activate "the pen exploded, expelling the nitrous oxide. The product was being activated on a bathroom countertop, the temperature was 70 degrees, a window was open and there were no open flames or ignition sources near. She indicated that a phone or electronic device was a few feet away. The product was not exposed to high temperatures prior to use. Meddra version 28.0. Expectedness: device expulsion: unexpected. According to the company reference safety information.

Event description:
Initial ((B)(6) 2025): this reportable incident was received via email by a female consumer. The consumer was preparing the compound w nitrofreeze for initial use for a plantar wart and when pushing down to activate "the pen exploded, expelling the nitrous oxide. The product was being activated on a bathroom countertop, the temperature was 70 degrees, a window was open and there were no open flames or ignition sources near. She indicated that a phone or electronic device was a few feet away. The product was not exposed to high temperatures prior to use. Meddra version 28.0. Expectedness: device expulsion: unexpected. According to the company reference safety information. Follow up (26-nov-2025): prestige consumer healthcare received the investigation results from the manufacturer indicating that a review of the certificate of analysis it was confirmed that the batch involved was released according to specifications and the type of complaint can be most likely linked to usability. FDA imdrf codes have been updated, but no other changes were made to the case.